Event description:
Customer states unit reported to have shut off while in use on patient. It is unknown if the ventilator alarmed. Unit was removed from patient without further incident, no patient harm reported. The investigation is ongoing.

Event description:
Customer states unit reported to have shut off while in use on patient. It is unknown if the ventilator alarmed. Unit was removed from patient without further incident, no patient harm reported. The investigation is ongoing.

Manufacturer narrative:
It was reported that the device randomly powered off with no alarm. An authorized service provider (asp) evaluated the ventilator and performed testing. The asp ran performance verification test for power failure and internal battery. All tests passed. The system meets the specification for the performed service and was returned to use. Based on information provided and/or service performed, the customer¿s alleged malfunction was not confirmed. Upon further investigation, it was discovered that this complaint was duplicated, and the duplicate complaint was reported through MFR report number 2031642-2022-00955. That report will be redacted.